Event description:
A report was received that the pt underwent a lead revision due to the distal end of the right lead becoming superficial and painful. A nodule had formed at the superficial location. During the revision, a colored serious liquid gushed from the nodule. The tip of the lead was buried deeper and the pt given an IV antibiotic (gentamycin).